Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system movements are not available because of communication issue in geo ipc. Review of the system log file indicates that the geo pc was malfunctioning. The fse replaced the geo-pc and reinstalled the software. After replacing the geo-pc and reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is making a clicking sound and not able to move. There was no reported patient or user harm.